Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 1 colony forming units (cfus) of staphylococcus aureus and e. Choli. All channels were sampled. The scope was sampled a second time and the results were within an acceptable range. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Additional information: h4, h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: all channels, cfu:~1cfu/endoscope, bacterial identification: echirichia ecoli, staph autre. Sampling date: (B)(6)2024, sampling from: all channels, cfu:~2cfu/endoscope, bacterial identification:n/a. Since the device was not sent to olympus, a culture test was not performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Feedback request to the user: we¿d like you to handle devices in accordance with IFU. Olympus will continue to monitor field performance for this device.